Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that there were no patient symptoms. The cause of the flipped device was not determined. The action taken to resolve the event was therapy was suspended. The event resolved on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device flipped and was inverted. Imaging was performed on (B)(6) 2017. The patient was unable to charge. Therapy was suspended. Etiology indicated the relationship of the event to the device or therapy as related, but not related to implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient wasn't getting the pain relief they desired. There was a loss of efficacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the device was explanted, and the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the device disposition was unknown and the event resulted in unscheduled clinic or office visit. There were no further complications that have been reported as a result of this event.